Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen was hard to read; the insulin pump had an error once a month when changing battery and it loses date and time. The customer's blood glucose level was unknown at the time of the incident. The customer reported rainbow effect on the screen in sunlight. The device will not be returned for analysis.